Manufacturer narrative:
This supplemental report was created to populate the additional information of suspect medical device tab and initial reporter tab.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was surgically abandoned. Additional information indicates that the previously capped leads were extracted. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was surgically abandoned.